Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump had lost power. Reportedly, there was moisture in the battery compartment and the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked and had damaged threads. Evidence of moisture contamination was observed behind the display. No battery cap was returned with the pump; a test cap was unable to fully tighten on to the pump and the pump was unable to power on. The pump failed a leak test at the battery compartment. The pump cover was opened and internal moisture damage was found throughout the inside of the pump.